Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported right side "fluid formation in the cavity of the implant capsule was revealed " , "malaise", "severe sensitivity in the axillary area (lymph nodes)", and "going to perform the analysis for bia-alcl". Device remains implanted. The reported event of "malaise" has been assessed by abbvie medical team as not device related.